Event description:
The device was implanted in a child with a pda measuring 4 mm on angiography. The device (8/6) embolized into the right lung. The device was retrieved from the right pulmonary artery and replaced with a 10/8. The 8/6 device appeared much smaller than the 10/8. The 8/6 device was measured with the sizing plate and subsequently it seems likely that this device is actually a 6/4 device. No pt injury occurred.